Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose reading of ¿high¿ on their meter, indicating a blood glucose of over 600 mg/dl. The patient allegedly had symptoms of abdominal pain and vomiting. The patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had discontinued pump therapy at the time of the call. The reporter stated that the pump had lost power and stopped delivering insulin to the patient. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to a power issue.